Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
During a surgery, it was reported that debris was left in the patient. Three drill bits broke during the procedure, but it is unclear which or how many fragments remained in the patient, as the hospital staff did not provide this information. The procedure also took longer than expected, 4-5 hours.

Event description:
It was reported that during a surgical procedure, debris was left in the patient after three drill bits broke. However, it is unclear how many fragments, if any, remained in the patient, as this information was not provided by the hospital staff. The procedure took longer than anticipated, lasting 4-5 hours. The surgery was a revision for a failed ankle fusion. There are no x-rays available at this time. All broken drill bits were discarded after the surgery, so no items are available for return or analysis. There are no known patient complications or adverse consequences due to the delay. It is also unknown if the revised implants were stryker devices.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.